Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with this process; however, the patient needed to wait for charging supplies to complete the reset. No additional information was received regarding the outcome of the event.